Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was observed to be fluctuating. Additionally, it was reported that the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources. Customer's blood glucose level was 56 mg/dl. Reportedly, a pump reset was performed to resolve the issue and the pump began successfully charging and the customer continued to use the pump for insulin therapy.